Event description:
Injury [injury]. Inflammation [inflammation]. Excruciating pain [pain]. Total inability to walk [abasia]. Could not bear weight on the leg [weight bearing difficulty]. Discomfort [discomfort]. Other joint areas feeling very achy/ debilitating pain in all major joints [arthralgia]. Case description: regulatory-spontaneous report was received on (B)(6) 2012, from a patient, initials (B)(6) (gender and age not provided) via health authority (us FDA, regulatory reference number: (B)(4)), with osteoarthritis. The patient's medical history was significant for previous use of several cortisone shots. The patient also received treatment with synvisc (in 2010), for significant pain and inabilities with the knees. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection (second course) into right knee, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date in 2012, the patient received third synvisc injection at 9:00 am into the right knee. The same day, by 2:00 pm, the patient "could not bear weight on the leg" and non-steroidal anti-inflammatory drug (unspecified) was recommended by the doctor as a treatment. The same evening, the patient experienced excruciating pain. The next day, the patient had "total inability to walk or bear weight." The same day at 2:00 pm, the doctor recommended emergency department (ed) to the patient at hospital. No infection was noted. At emergency department, the patient was given toradol (ketorolac tromethamine) for inflammation and "total inability to walk" and dilaudid (hydromorphone hydrochloride) for pain and "total inability to walk." Treatment helped within two days. The patient required leg stabilizer and walker to ambulate. On an unspecified date in 2012, the patient noticed "other joint areas feeling very achy" and "debilitating pain in all major joints." The patient tried home treatment, but nothing helped. It was reported that no response to over the counter (otc) drugs was concerning. On unspecified dates in 2012, the patient experienced discomfort and injury and was hospitalized for injury on an unknown date. Treatment with synvisc was permanently discontinued. The outcome for the events of excruciating pain and "other joint areas feeling very achy/debilitating pain in all major joints" was not yet recovered. The outcome for the events of injury, inflammation, total inability to walk, could not bear weight on the leg and discomfort was not provided. Concomitant medications were not provided. The intensity for all the events was not provided.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.